Event description:
It was reported that the procedure was to treat a de novo lesion with heavy tortuosity, and heavy calcification in the proximal circumflex artery. A 2.50x38 mm xience xpedition rx stent delivery system (sds) was advanced to the target lesion but met resistance with patient anatomy and failed to cross the lesion. After multiple unsuccessful attempts to cross the lesion, the proximal shaft of the sds separated outside of the patient anatomy. The remaining separated portion of the shaft was simply withdrawn from the patient anatomy. There was no interaction of devices and no other device or procedural issues noted. Another xience xpedition sds was used to successfully treat the lesion. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.